Event description:
The hospital reported that during a coronary artery bypass procedure the hst iii system (3.8mm) seal was caught on the loading device tube due to a defective product, so the loading was not performed normally ( seal didn¿t load properly into the delivery tube) and only the delivery device handle fall-off occurs. No delamination/cracking of the seal was noted. The surgery was successfully completed using the same new product. There was no abnormality in the patient's condition.

Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.device not returned.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h6, h10. The device was not returned to maquet cardiac surgery for investigation, however, photographs were provided by the account. The delivery device was observed in the loading device. The white plunger was not observed in the photograph. The seal was observed in the body of the loading device. We are unable to determine if the seal remained inside the loading device when/if the delivery device was removed from the loading device. Based on the photographic inspection, the reported failure "fitting problem" was not confirmed. The lot # 3000255278 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise#:(B)(4) updated sections; b4, g4, g7, h2, h6, h10, h11 corrected sections: h6--investigation findings, h6--investigation conclusions the device was not returned to maquet cardiac surgery for investigation, however, photographs were provided by the account. The delivery device was observed in the loading device. The white plunger was not observed in the photograph. The seal was observed in the body of the loading device. The seal was observed to below the window and the tension spring assembly was out of place. Based on the photographic inspection, the reported failure "fitting problem" was confirmed. The lot # 3000255278 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure

Event description:
N/a